Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. The delivery system was not returned to edwards lifesciences for evaluation. A review of procedural imagery showed the following: screenshots of procedural cine showing unexpanded valve crimped slightly proximal to valve alignment markers. Screenshot of fluoro showing patient's slightly tortuous access vessel. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to delivery system leakage and withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for edwards commander delivery system, device preparation manual, training manual, and procedural manual. A review of the IFU and training manuals revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system leakage and withdrawal difficulty were unable to be confirmed due to unavailability of returned device and /or applicable imagery. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, ''commander balloon burst at the beginning of valve inflation. Impossible to inflate the valve, blood was observed returned in the catheter'' and that ''the valve could not be expanded.'' Without applicable device imagery or the returned device, the exact location of the leakage could not be determined. However, it is possible the inflation balloon to crimp balloon bond separated due to high valve alignment forces. Per the provided imagery, the valve was not fully aligned on the valve alignment markers during valve positioning/deployment, which could indicate high forces on the system during valve alignment, which may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will also impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Per the imagery provided, the patient's access vessel was slightly tortuous. Additionally, performing valve alignment in a non-straight section of the vessel can cause valve diving (thv become unseated from the flex tip). If the thv is unseated during alignment, the valve can become non-coaxial and can result in high valve alignment forces thus increasing difficulty with valve alignment. The accumulated high alignment force can result in an increased tension within the system which can subsequently weaken the inflation balloon to crimp balloon bond causing it to tear. Per the training manual, ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.'' Per report, ''impossible to retract the valve, placed on the ds, inside the 16fr esheath; the esheath, commander and valve were surgically retracted together without separation or miss of any devices part.'' It is possible the presence of tortuosity may have contributed to non-coaxial withdrawal of the delivery system into the sheath, contributing to withdrawal difficulty. Although the source and nature of the leakage is unknown, if the balloon profile was altered, this would further contributing to difficulty in retracting the valve inside the sheath tip. Available information suggests patient (tortuosity) and procedural factors (high alignment forces/non-coaxial withdrawal) may have contributed to the reported event. In this case, the cause of the stroke cannot be confirmed, however, may be related to patient/procedural factors. Since no product non-conformance's or IFU/training deficiencies were identified during evaluation, a product risk assessment(pra) escalation and corrective/preventative actions (CAPA) are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the delivery system balloon burst during valve deployment. It was unable to inflate the valve and blood was observed in the catheter. During withdrawal, the valve was unable to be withdrawn through the sheath. The devices were surgically removed. Post procedure, ischemic stroke was observed.